Event description:
It was reported that an ilet user¿s freestyle libre 3 plus continuous glucose monitor failed to pair, resulting in no glucose data available to the ilet and an interruption in automated dosing until data were restored. Symptoms included no reported hypoglycemia or hyperglycemia and no reported injury. Outcomes included user and caregiver education on applying and pairing a new sensor, guidance to monitor for glucose readings, and instruction on manual blood glucose entry into the ilet if dosing stops. Investigation included customer service troubleshooting and user training. Investigation of this case revealed that replacing and pairing a new sensor restored anticipated functionality. It was concluded that the event involved a sensor pairing failure requiring replacement, with no patient harm reported.